Event description:
Infusion set tubing leaked on two different occasions. Patient reported experiencing elevated blood glucose (291 mg/dl) as a result of this. Patient self-treated high blood glucose by bolusing insulin.